Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes the blood volume in the vacuum blood collection tube had not reached the mark. The inspection technician judged that it was caused by insufficient negative pressure. Verbatim: on (B)(6) 2023, the patient came to the hospital for examination due to high blood pressure. At 14:02, after the doctor prescribed the test items, the patient went to the test window for blood collection. When the laboratory operator was drawing blood from the patient, he stopped sampling when he found that the blood volume in the vacuum blood collection tube had not reached the mark. The inspection technician judged that it was caused by insufficient negative pressure, so he changed another vacuum blood collection tube of the same batch number to complete the blood collection process without removing the blood collection needle. The department reported that the problem of insufficient negative pressure in this batch of vacuum blood collection tubes has occurred frequently recently. There are 3-4 cases of adverse events of vacuum blood collection tubes with insufficient negative pressure every day, which leads to prolonged sampling time for patients. It is found that the sample is insufficient, and repeated sampling is required to cause suffering for the patient. The warehouse gave feedback to the supplier on may 10. The company came to the hospital on may 11 to investigate the cause and change the batch number as soon as possible.

Manufacturer narrative:
E.3. Initial reporter phone #: (B)(6); h.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low draw was observed. In addition, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low draw based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.